Manufacturer narrative:
When the mlc was returned to accuray, it was determined that the retaining stop and screw on leaf #65 was missing; this was a manufacturing failure and accuray opened an investigation into this issue. As part of the investigation, the mlcs in production were investigated and the daily qa detector data files were analyzed at ~300 sites and no data sets showed open fixed leaves. The issue is detectable in annual qa tests in a leaf leakage test. Accuray determined after further investigation that its initial belief about the severity of risk had not been adequate. Accuray and a 3rd party medical consultant concluded on 23-jan-2019 that, while no patient was affected and there were no other instances of the issue found, there is a risk of radiation overexposure that could result in serious injury if the issue were ever to recur. The manufacturing procedure has been updated to confirm that leaves #0 and #65 (the fixed leaves on the collimator) are secured with the retaining screw prior to shipment.

Event description:
Leaf 65 on the mlc (multi-leaf collimator) was open during tqa. The unit had been returned to accuray for a different failure and it was during inspection of the unit that it was determined that the leaf was open. No patients were treated with the mlc because it had failed quality inspection for the other issue.